Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient experienced constipation. Subsequently, the patient experienced peritonitis and was hospitalized one day after onset. On an unreported date, the patient began treatment with injections of vancomycin, 1gm, amikacin, 150mg (starting dose), fortum, 500 mg and reflin 500 mg (each bag) (routes and frequencies were not reported). The cause of the peritonitis was reported to be due to constipation. Dianeal dosage was maintained and ongoing throughout the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up MDR will be submitted.